Manufacturer narrative:
The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to late seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "late seroma" with "suspicious tissue". Device has been explanted.